Event description:
Customer reported, that a patient presented with a wound dehiscence, sterile abscess and "extreme pus" six to eight weeks following an unspecified procedure. The specific treatment of the event was not provided. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/07/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.